Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The malfunction alarm was cleared and insulin delivery was able to be resumed. It was also reported that the customer had been experiencing elevated blood glucose levels of 300 (mg/dl) throughout the day. Customer administered a bolus to treat the bg levels. Customer declined to perform troubleshooting for the pump.